Manufacturer narrative:
Corrected & nbsp; type of reportable event from malfunction to serious injury.

Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: tomita, h., nakanishi, t., hamaoka, k., kobayashi, t., & ono, y. (2010). Stenting in congenital heart disease. Circulation journal, 74(8), 1676-1683. Doi:10.1253/circj.cj-10-0157. Specific product details are not available. The exact event date is unknown. Publication is attached. Complaint conclusion: as reported in the literature article by tomita h, nakanishi t, hamaoka k, kobayashi t, ono y. Stenting in congenital heart disease: medium- and long-term outcomes from the jpic stent survey. Circ j. 2010 aug;74(8):1676-83. Doi: 10.1253/circj.cj-10-0157. Epub 2010 jun 29. Pmid: (B)(4)., after placement of an unknown palmaz stent, late migration of the stent was reported 4 months after stent implantation. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent migration¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the warnings/precautions in the safety information in the instructions for use ¿do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the balloon catheter label. Use only with the recommended balloon dilatation catheters.¿ the use of palmaz stents in the pediatric pulmonary system is not indicated in the labeling and as such is considered off label usage. Migration of the stent may have occurred for a number of reasons, including inadequate expansion at implantation, and somatic growth of the patient resulting in an enlarged pulmonary artery allowing the stent to then migrate. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature article by tomita h, nakanishi t, hamaoka k, kobayashi t, ono y. Stenting in congenital heart disease: medium- and long-term outcomes from the jpic stent survey. Circ j. 2010 aug;74(8):1676-83. Doi: 10.1253/circj.cj-10-0157. Epub 2010 jun 29. Pmid: (B)(4)., after placement of an unknown palmaz stent, late migration of the stent was reported 4 months after stent implantation. The device will not be returned for evaluation.